Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in the patient's jaw it was verified its loss of osseointegration. A 35 ncm of primary stability was achieved and immediate load was not performed. Patient has low bone quality (bone type iii).